Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient developed left bundle branch block, atrial fibrillation with first-degree av block. The patient was treated medically however, the conditions remained ongoing. Four days later the patient had episode of junctional tachycardia with heart rate in the 100-120. No treatment was given and the patient recovered the same day. No additional adverse patient effects have been reported. Additional information was received that four days following the implant the patient developed episode of complete heart block with long pauses. Subsequently a permanent pacemaker was implanted with no adverse patient effects.

Manufacturer narrative:
Product analysis: the product remains implanted and therefore has not been returned to medtronic. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.